Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother of patient reported that patient's pump had fallen and infusion headset came off of the body. They believe cannula still stuck in patient's body. There was a raised red area where they assume cannula is still in body. Did not see cannula attached to the headset that came off the body. Lot and expiry date not available. No adverse event alleged. A request was made for the return of the device.